Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 30 retained samples were subjected to a visual inspection for missing np shields, and all samples passed testing as the np shields were present. Additionally, 30 retained samples underwent a visual inspection for missing sleeves, and all samples passed testing as the sleeves were present. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: empty/missing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd vacutainer® eclipse¿ blood collection needle, the shield is missing, exposing the needle. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using one (1) bd vacutainer® eclipse¿ blood collection needle, the shield is missing, exposing the needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.